Manufacturer narrative:
The device was evaluated at philips, and the failure was confirmed. Replacing the leads ECG trunk cable resolved the issue.

Event description:
The customer reported difficulty acquiring v1 of 12-lead ECG. There was no report of pt involvement.